Event description:
The dispenser box indicator that the device enclosed was product ID #909-504, which is a 13cm integrated ventricular catheter. The sterile tray inside the box actually contained product ID #909-518, which is a 7 cm integrated ventricular catheter. An incident occurred during surgery in which the hospital reported it is difficult placing a short (7cm) catheter and deploying a right angle guide (rag) properly, especially with a first time user of the product. After placing the 7 cm catheter, the surgeon attempted to "snap" the rag into place, as instructed. The internal dimension fo the ventricle is 6cm, the catheter was 7cm and the rag is 1cm, there was no room for manuipulation when the catheter pulled out of the ventricle, no csf could be determined to flow out the distal catheter. The nph system was cut at the distal end of the valve and the surgeon revised the procedure, using a meduium, pressure lpvii with an integra ventricular catheter instead.